Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. The first root cause was determined to be a defective p&t knob, but the investigation found that the root cause was a software problem. In this case, the device functioned normally again after replacement of the p&t knob. Considering that the issue may be caused by software, it is possible that replacing the knob was not responsible for solving it but mainly that the machine had to be restarted. Improvements for the software problem have already been implemented (ecom-3372). There was no patient or user harm reported.

Event description:
When attempting to change fio2, the knob/button completely failed mid-use. With this button abruptly not functioning, the vent was essentially frozen. Htm replaced the faulty encoder knob, ran functional verification, and put back in service.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. The first root cause was determined to be a defective p&t knob, but the investigation found that the root cause was a software problem. In this case, the device functioned normally again after replacement of the p&t knob. Considering that the issue may be caused by software, it is possible that replacing the knob was not responsible for solving it but mainly that the machine had to be restarted. Improvements for the software problem have already been implemented (ecom-3372). There was no patient or user harm reported. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d3, d4, g1, g3, g6, h2, h4.

Event description:
When attempting to change fio2, the knob/button completely failed mid-use. With this button abruptly not functioning, the vent was essentially frozen. Htm replaced the faulty encoder knob, ran functional verification, and put back in service.